Event description:
The user facility reported that at the start of a diagnostic colonoscopy, the video image was completely lost. The procedure was completed with a different, but similar device. There was no patient injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation confirmed image difficulty. The video image flickered and black horizontal lines appeared on the display when the device was angulated and when the bending section was manipulated. The bending section mesh was frayed, and the distal end cover was cracked. The image difficulty was attributed to a damaged charge coupled device (ccd) likely due to physical damage. The device was serviced and returned to the facility. This report is being submitted as an MDR in an abundance of caution.